Manufacturer narrative:
Add'l info: catalog #8069m0k1, lot #1031071, expiration date: 12/2013. Add'l date - (B)(6) 2011. (B)(4). Per discussion with (B)(6) on (B)(4) 2012: she is resolving. There is a scar on the left side nostril. The redness is expected to last one year. The device history records for the reported lot were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
The pt care coordinator (pcc) at face plus was injected by a merz aesthetics field clinical specialist (fcs) on (B)(6) 2012 at noon in the nlf area. This report was received from the pcc. After the injection her face hurt. There was blisters under her lip and her lip was swollen. Within 48 hrs she put nitrate in the wound. She stated that there were pimples in the nose and on the side of her face. During this time she was very concerned about the drainage that came out. Within 3 days they would started closing down. By (B)(6) her nose was necrotic and pustular. She was able to lift up the left side of the nostril. On (B)(6) she called dr (B)(6). She discussed the case with him and he told her to see dr (B)(6) (at the office). She was started on keflex (dates, dose and duration not provided). The (B)(6) after the injection inside the nose was pustular and on one side of the nose it was pustular. The following weekend she thought she had a (B)(6) and went on a stronger antibiotic for one week, clindamycin (3 or 4 times per day for 1 week). Dr (B)(6) stated that the redness would last a year and he gave her a rosacea cream.